Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reports taking novorapid based on result of 7.0 mmol/l obtained on the mobile system. Low blood glucose symptoms were reported 1.5 hours later. An ambulance was called, and paramedics tested customer on her mobile receiving a result of 4.3 mmol/l. 10 minutes later the customer tested 2.5 mmol/l on the professional meter. The paramedics administered glucogel and a glucose infusion. A short time after (exact time frame not provided) the customer tested 5.4 mmol/l with her left hand, and 10.5 mmol/l on her right hand. Customer tested 5.4 mmol/l on the professional meter and she was taken to the hospital. The customer was released from the hospital 3 hours later once her blood sugar stabilized. No further medical treatment was required. Requested return of suspect device.